Manufacturer narrative:
Control lot: 25miu/ml hcg urine control lot: hcg110105-01; 100miu/ml hcg urine control lot: hcg100513-01; 212.2iu/ml hcg urine control lot: hcg110124-01. Summary of results: the retention strips meet qc specification. Details as below: correct positive results were observed at 3 minutes reading time when tested with 25miu/ml hcg urine control. (N=6). Correct positive results were observed at 3 minutes reading time when tested with 100miu/ml hcg urine control. (N=6). Clearly positive results were observed at 3 minutes reading time when tested with 212.2iu/ml hcg urine control. (N=3). Conclusion: from retain testing with in-house control, the client's result was not replicated, and the product performed as expected. Corrective action not required at this time.

Event description:
Caller alleged 3 false negative urine hcg results using the consult diagnostics hcg dipstick test. No patient information was provided.